Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the haptic was stuck. The wound was too long and the haptic got stuck. A backup lens was requested to be opened. Additional information has been requested but is not available at the time of this report.